Event description:
Vancomycin blood levels found low (10-20 needed range) at 8.2 this afternoon. Noted hanging in the IV pump- last dose of vancomycin IV medication in the bag for infusion, which measured 125cc (250cc bag) left over from last infusion completed as documented at 0145. Reviewed with floor pharmacist who recommends the entire bag of medication once reconstituted- all of it needs to be administered. The patient will start a different dose at this time.